Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation anomaly. It was noted that the battery life was sub estimated on (B)(6) 2022 at three years as compared to post software upgrade on july 11, 2022 at eleven years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The field complaint that the programmer displayed longevity issues was not verified. During analysis, a working 3630 wand was connected, and a device was interrogated successfully. The telemetry spacer was inserted, and the telemetry remained with one solid light emitting diode (led). Unit was interrogated with fully functional device and tested on testing programmer. Testing revealed battery life of device remained consistent with no true discrepancies between the programmer and the testing programmer, and unit was able to establish a successful interrogation. Investigation found no anomalies.